Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a buretrol solution administration set would not flow and leaked. During patient transfusion, the platelets would not infuse through the transfuser (non-baxter product) despite ¿opening the air intake, closing and reopening several times¿. Per the reporter, ¿it was necessary to slightly press the transfuser to begin the descent of the platelets. At this time, the transfuser broke all the way to the top.¿ the platelets ¿projected out¿ and leaked onto the floor. There was no patient injury or medical intervention associated with this event. No additional information is available.